Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A device history record review was performed and no relevant findings were identified. A device history record review was performed and no relevant findings were identified. The reported complaint was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. A CAPA has been previously opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that during inspection, damage, "hole, minor scratch", was discovered. No patient involvement.

Event description:
It was reported that during inspection, damage, "hole, minor scratch", was discovered. No patient involvement.

Manufacturer narrative:
Qn# (B)(4).